Event description:
Customer reports obtaining a result of 229 mg/dl on her device while a lab result read 109 mg/dl. No timeframe was provided for these results. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.